Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient was sitting on a couch and when she got up, she fell and almost passed out. The cgm was reportedly not low so the patient did not know she was low during this time. The patient's husband called an ambulance and the patient was taken to the hospital. The patient was in the hospital for a few hours and was given food such as peanut butter crackers and water and was discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.